Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico u.s. Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced infusion set became detached from the skin after being in use for four days due to extreme hot event on (B)(6) 2026.